Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
See MFR #3004209178200902277 for catheter revision. After the catheter revision, the pt experienced increased tone, discomfort and increased spasticity. The pt was seen in the clinic in 2009, and it was stated that the device appeared to be "functioning properly." An x-ray was done and showed an intact catheter; no disconnection or kink was present. The hcp increased the pt's lioresal dosage and the pt did well with resolution of their symptoms. It was later reported that the pt had rebound spasticity over an extended period of time; the symptoms had been on-going. A catheter dye study and a rotor study were done; results were unk. The pt's pump and catheter were explanted and replaced. On the date of explant telemetry noted a motor stall. The pt's outcome was reported as "no injury".